Manufacturer narrative:
The device was evaluated by a pride representative. The broken lap belt was replaced and some adjustments were made to the chair. The chair is working properly and the consumer is satisfied.

Event description:
Consumer alleges that while riding in the unit it tipped over causing the consumer to allegedly injure her stomach on the lap belt.

Manufacturer narrative:
The device has not been available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Consumer alleges that while riding in the unit it tipped over causing the consumer to allegedly injure her stomach on the lap belt.